Event description:
Additional information received from the consumer reported the steps taken to resolve the loss of therapeutic effect and pain/soreness at the implant site was having reprogramming and a diagnostic check performed.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapy and return of symptoms. The patient would like diagnostics (reprogramming) done because he was having problems not getting relief from therapy. The patient fell in (B)(6) while recharging and landed on the recharger. The patient experienced pain and soreness at the implantable neurostimulator (ins) site. The patient has had loss of therapy since the fall. On (B)(6) 2015 the patient fell again. The patient has already adjusted the therapy on his own and would like to be reprogrammed by a company representative (rep). The patient met with the rep at his doctor appointment 21 days later. The rep reported that the patient experienced discomfort while charging. The patient gets pain/warmth around the ins after charging; this began on (B)(6) 2015 after he fell on the ins with the recharger over his implant. It was further stated that the ins site seems warmer than it used to since the fall. Charging was still normal, once a week and coupling was typically good. Impedances all look good, 900s range across all electrode pairs. The patient was now getting excellent coverage today. There was no redness or swelling. There was no thermome ter icon when recharging. Less charging time was going to be discussed with the patient to address the discomfort, since he was typically topping it off. The indication for use included failed back surgery syndrome. If additional information is received, a follow up report will be sent.